Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by numberous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The target lesion was mildly tortuous, mildly calcified and 99% stenosed, and may have contributed to the reported balloon rupture. Most likely the balloon material was damaged (scratched) during interaction with other devices and/or lesion calcification, such that the balloon ruptured during inflation at 4 atm. Although a conclusive cause cannot be determined for the reported balloon rupture, manufacturing will be notified for further investigation.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was mildly tortuous and mildly calcified with a 99% stenosis. A balloon rupture was noted at the first inflation at 10 atm when the voyager rx had crossed the lesion and inflated. The procedure was continued using another company's balloon without problem. No patient effects were reported. No additional information is available.